Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that approximately thirty minutes into the hrpci there were alarms for purge pressure high. The purge pressure was reported to be 1050 and the purge flow was lower than expected at 1.4ml/min. The medical team changed the purge cassette; however, this did not resolve the alarms. The medical team was advised by abiomed support to monitor motor current and silence purge pressure high alarms for the duration of the procedure, as the intent was to explant the pump at the end of the case. The patient was successfully weaned off support at the end of the case. No patient harm was reported as a result of the malfunction.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary impella cp sn (B)(6) + cut pc + introducer returned for evaluation. High purge pressure: clinical details note high purge pressure (pp) alarms about 30 minutes into the case. Changing the purge cassette did not resolve the alarm. Data log review showed a 9 minute rise in pp with a motor current spike at the start of the rise. The purge pressure remained high for the rest of the case. The product was returned and evaluated. There was some dried dextrose in the purge gap and around the outlet cage before it was soaked in warm water. High purge pressure reproduced with the returned pump. The high purge pressure resolved when cutting the catheter near the motor housing. There was no sign of blood ingress in the purge tubing above the motor housing. The impeller was re-imaged after purging and there was biomaterial visible in the purge gap. The cause of the high purge pressure was biomaterial ingestion since data logs showed a mc spike followed by a rise in pp and hpp reproduced with the returned product. Device history lot device lot: 1970179 device history review. The pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. H6 type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect that product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.